Event description:
It was reported that "it became unable to deflate the balloon during use and it was unable to remove the catheter." Venous thrombectomy was performed from the shunt with artificial vessel. The procedure was performed successfully at the first two attempts; however, it became unable to withdraw the catheter at the third attempt. Blood leakage was also observed into the syringe, so the customer suspected balloon rupture at that time. They scanned to see what was happening since it was unable to withdraw the catheter and they noted that there was something at the tip of catheter in the form of lump. Since they could not determine whether the lump was the balloon or any unknown material, the stylet was inserted into the catheter and second scan was performed. They assessed the lump as balloon based on the second scan which showed the location of lump and the tip of stylet matched. They pulled the catheter forcedly and the catheter was removed. They did not perform further thrombectomy after the event. There were no patient complications reported. It is unknown if the emboli were soft or hard, but they were able to remove the emboli as usual at the first two attempts. It is also unknown if there was any spasm of vessels, but the sales rep commented that the customer was experienced with this catheter and they should have known if spasm occurred. The catheter used in the procedure could have been from one of two lots: 59032676 or 59050433.

Manufacturer narrative:
One fogarty catheter was returned for evaluation without the packaging. Visible damage was observed on the balloon and balloon windings. The proximal windings were found to have slipped distally on the catheter tip and unraveled. This condition may occur when the pull force of 1.5 lbs (per IFU) has been exceeded. The distal windings appear to be in good condition and there are no missing components. The catheter body was found to be in good condition. Visual examination was performed with the unaided eyes. Though we have confirmed damage to the fogarty catheter exists, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the evaluation results. A device history record review was completed and documented that the device met all specifications upon distribution. Two possible lot numbers were reported. A device history record review was completed and documented that the device met all specifications upon distribution lot no. 59032676: expiration date 07/01/2013; approximate age: 4 months; manufacture date 05/10/2011. Lot no. 59050433: expiration date 07/01/2013; approximate age: 4 months; manufacture date 05/06/2011.